Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: investigation summary: complaint trending review of this lot and product family for this issue reveals no more complaints. Investigation conclusion we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Complaint is about a contamination of rust on needle; no samples neither picture were received, it was not confirmed. Root cause description: this complaint is unconfirmed since no samples or photos were returned and review of DHR showed no indication of the alleged defect. Based on previous customers experiences, cannula's oxide is probably due to a not correct storage of syringes which probably be were storage close to detergents and cleaning products substances like sodium hipoclorite or similar. UDI#: (B)(4).

Event description:
It was reported that "black pieces" and oxidization was found on several bd microlance¿ 3 needles 30g x 0.5" prior to use. There was no report of injury or medical intervention.